Manufacturer narrative:
Manufacturer contols the force removal pen needles (for cap) from pen. No special CAPA.

Event description:
Customer is stating that over the course of time she found defective needles in her techlite pen needle product. She uses humalog kwik pens. She states that she is finding dull needles that will not go through her skin and some are broken or crooked.